Event description:
Further follow-up revealed that the patient experienced a lead break as result of the fall. The patient underwent ncp system replacement at which time both the pulse generator and bipolar lead were replaced.

Event description:
The pt fell down some stairs, landing on their device and has experienced shocking sensations in their chest area, down their left arm and down their left leg ever since. It was also reported that the pt's device has moved down as a result of the fall. Device diagnostic testing was within normal limits, indicating proper device function. The pt's device was programmed to off with plans to program it back to on after one month and see if the shocking sensation has subsided. Generator replacement surgery will take place if the shocking sensation continues after the device is programmed back to on. Review of mfg records for the pulse generator revealed no anomalies that would adversely affect device performance.